Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable, clamp tubing error". There was a residual volume 10.7ml. 89.30mls were administered prior to the error at a rate of 2.2ml/hour. There was air in the tubing. There was no injury to patient. There were no reported adverse events.